Manufacturer narrative:
The device was not returned as it was implanted in the patient. Attempts have been made to obtain additional information. However, our attempts have been unsuccessful. Since the device was not returned; the complaint could not be confirmed and the event cause could not be determined. Possible contributing factors of "failure to open the distal end" include damage to the pipeline braid, patient tortuous anatomy and deployment of the device on a bend. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. It is not recommended to initiate deployment of the device on a bend. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a balloon was used to angioplasty open a section of the pipeline flex with shield. The pipeline device was also reported to have been resheathed to open the distal braid. The unruptured aneurysm was in the left ophthalmic carotid. The max diameter was 5 mm with a dome height of 4mm. The neck was 2.5mm, distal parent artery was 4.2mm and the proximal was 4.7mm. The device was successfully deliver. There was no immediate stasis there was residual aneurysm neck. No patient injury occurred.